Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage observed.

Event description:
It was reported when operating after connecting the leads, noise was seen and oversense was confirmed. Physician suspected ipg (implantable pulse generator) malfunction and replaced it. No patient complications have been reported as a result of this event.